Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed in the anesthesia department. During placement, the physician performed puncture at the pt's subclavian and noticed the needle became "kinked and a breakage." As a result, another kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was okay. F/u info received on 04/04/2012 states the one needle completely broke but nothing was retained in the pt.